Manufacturer narrative:
The field service engineer (fse) found no analyzer issues. The fse performed preventive maintenance. Instrument performance test results were within specification. Qc results leading up to the event were acceptable. Qc data from the date of event was not provided. No issues were identified during a review of the alarm trace data. Based on the data provided, the cause of the event could not be determined. Neither a general instrument or a reagent issue was identified. The investigation did not identify a product problem.

Manufacturer narrative:
Calibration and qc were acceptable. The customer checked the sample and it was clear with no issues. The customer had no issues with other results. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys pth stat immunoassay (pth stat) on a cobas e 411 immunoassay analyzer. The initial baseline result from the primary tube was 33.39 pg/ml. This result was reported outside of the laboratory where the doctor did not believe the result was consistent with the patient¿s condition and requested repeat testing. The repeat result from an aliquot was 690 pg/ml. The repeat result was believed to be correct and an amended report was issued. The pth stat reagent lot number was 583618 with an expiration date of mar-2023.